Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen on (B)(6) 2009. She reported pain and presented with mesh exposure. The exposed mesh was repaired (specifics unknown). The patient had a follow-up visit with the physician on (B)(6) 2010 and she was doing well. She had no more pain or exposed mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is reportedly over 18 years old.